Manufacturer narrative:
(B)(4), teleflex received the device for investigation. The reported complaint of "display would not turn on" is not able to be confirmed. No functional test can be performed due to the condition of the returned power supply. The returned power supply was too damaged to analyze. The root cause of damages is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that prior to use on patient, it was noted that when the intra-aortic balloon pump (iabp) was switched on, the display would not turn on. No piezo alarm tones were heard, and a long beep occurred after switching on the iabp. As a result, the issue was resolved by using another iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "display would not turn on" is not able to be confirmed. No functional test can be performed due to the returned condition of the returned power supply. The returned power supply was too damaged to analyze. An electronic component u7 on the cpm board was found not fully seated during visual inspection which trigger the system error 3 alarm. The pump functioned as normal after proper reseating u7. Based on a review of the DHR, the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the damages on the power supply fan and negative cables, and the loose u7 on the cpm board. The root cause of damages is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that prior to use on patient, it was noted that when the intra-aortic balloon pump (iabp) was switched on, the display would not turn on. No piezo alarm tones were heard, and a long beep occurred after switching on the iabp. As a result, the issue was resolved by using another iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "the display would not turn on" is not able to be confirmed. If the part is received at a later date, an investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that prior to use on patient, it was noted that when the intra-aortic balloon pump (iabp) was switched on, the display would not turn on. No piezo alarm tones were heard, and a long beep occurred after switching on the iabp. As a result, the issue was resolved by using another iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use on patient, it was noted that when the intra-aortic balloon pump (iabp) was switched on, the display would not turn on. No piezo alarm tones were heard, and a long beep occurred after switching on the iabp. As a result, the issue was resolved by using another iabp. There was no report of patient complications, serious injury or death.